Event description:
Ous MDR - after an implantation period of about 2 months, lead dislodgement was reported. The lead was returned for analysis. The date of implant and explant was not provided.

Manufacturer narrative:
(B)(6) 2015 - the implant and explant dates were provided. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin.furthermore cuttings in the insulation were found which occurred most likely during the explantation procedure. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.